Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the fixation ring of the constrained liner could not be connected to the liner due to damage on one lip of the liner during a hip revision. There was a reported 40 minute delay in procedure due to the surgical team attempting to fix the ring on the liner. The surgeon was able to complete the revision using the device.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The constrained liner was returned for review. Visual inspection shows that one of the two tabs of the liner had fractured off at the base. The fractured piece was also returned. The inner dome of the liner shows signs of removal damage. Damage was too severe for dimensional analysis. Device history record review identified no deviations or anomalies in the manufacturing process. This device is used for treatment. Complaint history search revealed no additional complaints for the part and lot combination. The constrained liner was confirmed to be used in a compatible combination with a similarly sized biolox head. The patient has a history of subluxation from two previous implant combinations prior to the reported event. No additional relevant medical history is provided, and adherence to rehabilitation protocols is unknown. It was stated in the follow up that the liner was damaged during insertion, and remained implanted before being revised on (B)(6) 2016. Therefore, the likely root cause of the reported damage is accidental misuse during implantation.

Event description:
Damaged lip of the liner

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.updated PMA/510k: k101730.